Event description:
It was reported that while connected to a patient the ventilator generated two technical error codes and subsequently stopped ventilating, which was indicated by low minute volume and apnea alarms. One technical error code indicated, "disabled valves" and the other, "a communication failure between the control printed-circuit board and the monitoring printed-circuit board". The ventilator was replaced. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our field service engineer replaced the printed-circuit (pc) board 1771 as per the customers' request. The ventilator passed pre-use checks and all functional tests. The ventilator was returned for clinical use. The customer decided to keep the old pc board. The root cause of the reported failure has not been established.

Event description:
(B)(4).